Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime a33 and excessive no delivery test, were unable to be performed due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that there was a crack in the case. It was reported that the drive support cap was flushed. It was reported that the pump would be replaced and returned for analysis.